Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. Customer also reported possible temporary vent blockage, along with frozen screen. Customer also mentioned keypad issues. Customer also reported no delivery alarm. Customer was reporting an issue during priming process. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-394a, mmt-332a, mmt-7841zn, mmt-1884l. Troubleshooting was not performed. Customer reported pump was damaged. Customer reported insulin squirting out/dripping out during fill tubing process. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-394a. No product return is required for mmt-332a. No product return is required for mmt-7841zn. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery alarm during testing, no sensor anomaly, no frozen screen and no button/keypad anomaly. All button/keypad function properly noted. 06/04/2024 13:13:00.000, 06/04/2024 13:23:00.000 nodelivery (7). 05/24/2024 00:01:45.000 normalbolusdelivered (220) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) the pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 126 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay, battery tube threads - cracked and cracked case-corner of belt clip rails. Unit passed required testing. Not confirmed no delivery/occlusion alarm. Keypad/button unresponsive/button error not confirmed. Frozen screen not confirmed and no com pump to xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.